Event description:
Information was received that the user underwent a revision surgery to reposition the round window coupler as he was experiencing intermittencies in sound. During the revision surgery the position of the fmt was slightly changed, however, the user is still experiencing fluctuations. A further revision surgery might be planned after june 2025 as the user is not satisfied with the hearing results.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery to re-position the floating mass transducer (fmt). Reportedly, during the revision surgery new bone growth and fibrous tissue was seen in the middle ear likely causing the migration of the fmt. After revision surgery the hearing performance is still fluctuating, which likely indicates an additional migration of the fmt. A further revision surgery might be planned after (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery to re-position the floating mass transducer (fmt). Reportedly, during the revision surgery new bone growth and fibrous tissue was seen in the middle ear likely causing the migration of the fmt. After revision surgery the hearing performance is still fluctuating, which likely indicated an additional migration of the fmt. Another revision surgery to re-position the fmt was performed successfully. The device is still implanted and in use.

Event description:
Information was received that the user underwent a revision surgery to reposition the round window coupler as he was experiencing intermittencies in sound. During the revision surgery the position of the fmt was slightly changed, however, the user was still experiencing fluctuations. A second revision surgery took place on (B)(6) 2025. There was new tissue growth and the fmt was no longer in the round window. The fmt was re-positioned and cartilage was placed anterior and inferior to hold the fmt in place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the user underwent a revision surgery to reposition the round window coupler as he was experiencing intermittencies in sound. Additional information has been requested.